Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier power supply. System operates as intended.

Event description:
Customer reported the images were being cut off on the monitor. No patient injury was reported.